Manufacturer narrative:
Examination was not possible, as the pt has yet to be revised. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt will be revised because of fractured neuflex finger.